Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Speed issues were reported. A rotablator rotational atherectomy system console was selected use during a rotational atherectomy procedure. When the console was turned on, the display indicated the incorrect rpms (333.000rpm). The air supply seems to be in order, however the rotational speed, in normal operating mode, is too high and in dynaglide it is too low (around 30.000 where it should be between 50.000 - 90.000).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console was tested by the fremont cis lab using a gold foot pedal and a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 80 krpm; the maximum turbine rotational speed reached was 230 krpm; the turbine speed was set to and maintained 170 krpm. The turbine rotational speed control is non-linear when decreasing from maximum rpms. In the case of this console, the rotational speed abruptly drops to 180 krpm from maximum of 230 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Speed issues were reported. A rotablator rotational atherectomy system console was selected use during a rotational atherectomy procedure. When the console was turned on, the display indicated the incorrect rpms (333.000rpm). The air supply seems to be in order, however the rotational speed, in normal operating mode, is too high and in dynaglide it is too low (around 30.000 where it should be between 50.000 - 90.000).